Manufacturer narrative:
It was reported that a single communication error occurred during the registration. Technical investigation concluded that the issue is due to a known design issue.

Event description:
The surgeon reported that rosa brain displayed a communication error and shut down during the registration while the surgeon was scanning the patient's forehead.